Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Additionally, the fiber card displayed the soft joule limit message, which is triggered when the user passes 24 kilojoules and disconnects and reconnects the fiber, power cycles the system, or removes and reinserts the card. The glass cap exhibited moderate devitrification at output window and mild detritus was noted on the metal cap. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical or procedural factors, such as prolonged tissue contact would limit the performance of the fiber and cause reduced vaporization efficiency. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during an intervention the fiber failed as the port was overheating after 11,665 joules and 16 minutes were expended. A fiber life courtesy message was also displayed. It was indicated that the fiber was well irrigated during the intervention. A second fiber was opened to successfully complete the procedure with no clinical consequences to the patient. Analysis of the returned device identified a circumferential fracture at the distal side of fiber/cap. Due to this, the potential for forward firing may exist.